Manufacturer narrative:
Evaluation: the iab was returned with the membrane noted to be unfolded. The inner lumen within the membrane was observed to be stretched and elongated. Blood was noted on the exterior of the balloon and within the inner lumen. Visual examination revealed that the membrane to be separated from the catheter tubing at the catheter/membrane junction. A residual amount of polyurethane was observed at the real seal. The edges of the membrane separation were noted to be jagged and rough. Underwater leak testing revealed no leaks in the membrane. It was not possible to leak test the inner lumen due to its poor condition. It was not possible to pump the iab on the laboratory system 90 due to the conditions of the balloon membrane. Probable cause of difficulty; it was rpt'd that difficulty was encountered removing the device fromteh pt yet no was found in the iab to account for this encountered problem. The condition of the returned iab (elongated inner lumen/damaged membrane, etc.) Is consistent with that of an iab in which difficulty was encountered during removal. Although conjectural, it is possible that the pt anatomy contributed to the rpt'd difficulty or that the membrane became "bunched" against the sheath when the attempt was made to remove the device from the pt artery. This membrane "bunching" could have contributed to the rpt'd problem.

Event description:
The pt was being weaned from iabp. The dr had difficulty removing the iab from the pt. The balloon membrane separated from the metal sleeve upon removal. The following was rpt'd to co on 8/4/97: the balloon membrane separated from the catheter during removal. A hemostat was used to pull the membrane from the pt artery. Event complications: none from the event - rpt'd 6/16/97, 8/4/97. Pt current status: discharged - rpt'd 8/4/97.